Event description:
The customer contact reported air in the tubing distal to the filter. The tubing set was being used to an unspecified volume of total parenteral nutrition, at an unspecified rate, via a gemstar pump. The secure lock male adapter of a gemstar tubing set was connected to the female adapter of the extension set. On an unspecified date, it was reported that the home care pt primed the tubing set with the air eliminating filter of the extension set "lying on the floor." It was reported that after an unspecified length of time after the delivery was started, approximately 2 inches of air was noted in the tubing distal to the air eliminating filter. No air was delivered to the pt. The homecare pt notified the user facility and was instructed to either replace the extension set or disconnect the extension set from the IV access site and reprime to remove the air. The therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.